Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was timed out of the load process for taking too long. The customer's blood glucose level was over 600 mg/dl so the customer administered a shot of insulin prior to calling. Tandem technical support assisted the customer with completing the load process and resuming insulin delivery. The customer followed up and indicated their blood glucose levels declined and were near target level after issuing a correction bolus.